Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp device was inserted into the right femoral artery in a 43-year-old female patient presenting in scai stage a shock, prior to initiation of support. The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). During the procedure, the pump was delivering flows lower than anticipated. The device appeared to be kinked at the proximal end of the cannula just below the outflow cage. Repositioning techniques were attempted and the kink remained. The physician decided to exchange the impella cp for a new impella cp. There was no noted interruption of flow or support for the patient. The device was successfully removed in the procedure room. The post-procedure outcome is survived at explant. The impella functioned as intended. The impella cp will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
Corrected information were provided in d1 and d4. Upon review, the brand name and serial number have been updated. Corrected information was provided in d3 (manufacturer fax) and e1 (initial reporter title). Upon review, it was identified that these were inadvertently omitted from the initial report. Updated h3 to ¿yes¿ as the device was received and evaluated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. The cause of the low pump flow was most likely due to a cannula kink based on returned product evaluation and clinical details stating that a kink was observed when in the patient. The cause of the product damage was due to a cannula kink based on returned product analysis and clinical details confirming a kink was observed in the field when placed in the patient with a small aortic arch.